Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, even though the screw was not returned, one of the 7 threaded holes on the plate head was found to have damaged threads resulting in an oversized minor diameter, however a likely cause is over-torqueing the locking screw. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tightening the screw.

Event description:
It was reported that during a distal radius fracture repair procedure, as the surgeon was inserting the ar-8724-22 2.4mm screw into the ar-8916vsl-03, volar distal radius plate, as the surgeon was completing the final tightening, the screw head went straight through. The surgeon removed the plate and screw. The case was completed using a different ar-8916vsl-03, lot: 0290944 and ar-8724v-20, 2.4mm locking screw.